Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include air leaks, blockage or component failure. The IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with further actions being taken relating to the failure reported. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during a npwt, a renasys touch non connect 4th ed device does not turn on the alarm if there is loss of vacuum. Therapy was resumed with an available smith and nephew back up device; therefore, patient was not harmed.